Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump gave her son too much insulin and the customer experienced low blood glucose twice; the customer was treated with food. The blood glucose at time of call was 149mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. Assisted the caller to perform the high pressure test and passed. The mother called back and stated that the settings in the device were not giving him the correct information; the caller did not feel comfortable and requested a replacement. No further information was provided.